Event description:
We received a report from a surgery center that a male patient was implanted with an intraocular lens (iol) in the right eye on (B)(6) 2012. On (B)(6) 2012 the lens was explanted because the patient was unhappy with the visual results.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for evaluation. The serial number of the affected lens belongs to the manufacturing production order which was a size 21.0 diopter, a model za9003 lens. The returned lens was inspected at 10x microscope magnification. The lens had surface residuals adhered to both sides of the optic body compatible with handling of the lens at explant. One (1) loop (haptic) was distorted and may be related to the explant process. The lens was cleaned and examined for optical properties and the results showed that the lens diopter corresponded to a 21.0 diopter lens. An improper lens (iol) power and/or a defect related to the manufacturing process was not verified in the returned lens sample. Review of the manufacturing records for this lens found that it met all manufacturing specifications prior to release. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to amo has been submitted.